Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the sensor displayed 130mg/dl, but their actual level was 460mg/dl. The customer treated the high with bolus. The customer declined to troubleshoot for highs. Troubleshoot for the sensor issue was conducted. The customer was advised replacement sensor would be sent.